Event description:
It was reported that a malfunction alarm occurred, indicated by malfunction code 'malf 0'. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer understood and acknowledged.